Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and an air detector error was noted. The device was visually inspected and a delaminated air detector was verified. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the air sensor was reseated and secured to the chassis. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the air detector sensor was loose. There was no patient involvement, no injury was reported.